Manufacturer narrative:
(B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr noticed that while running operational verification procedure (ovp), vte was out of specification. Fsr calibrated all transducers and still out if specification and ran exhalation characterization and it failed 3 times. Fsr replaced exhalation valve and vte was still out of specification. Fsr detected that the flow sensor was loose, replaced exhalation flow sensor, bulkhead connector assembly, manifold exhalation, diaphragm, flow sensor and replaced purple rubber elbow with blue one. Vte was still out of spec. Replaced gas delivery engine (gde) and ran ovp. All tested ok. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported the tidal volume of the avea ventilator is low. Patient involvement is unknown at this time.